Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to detect ventricular tachycardia/ventricular fibrillation (vt/vf) and failure to convert rhythm issues were observed on the device. The patient experienced monomorphic ventricular tachycardia. Programming changes were made, and prescription was given. The issue was resolved.